Event description:
The insulin pump was received without information on the failure. No further details were provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had all the operating currents within specifications. Further testing could not be performed due to the motor error alarms.